Event description:
Additional information received stated that the patient had a chronically high shock impedances. The patient's system will not be tested with a commanded shock. This patient will continue to be followed in the clinic and monitored in the patient remote monitoring system.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high, out-of-range (oor) shock impedance and was detected via patient remote monitoring system. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information received stated that this cardiac resynchronization therapy defibrillator (crt-d) recorded another red alert for high, out-of-range (oor) shock lead impedance (sli) detected via the patient remote monitoring system. In addition, this patient had long history of high sli measurements. The system was checked and it was noted to be stable. The physician decided to continually monitor this patient. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.